Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the tips of the fenestrated bipolar forceps instrument were bent. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip was bent, causing side to side misalignment of grips. There was a .155 offset at the tips, this indicates that the likely cause of bending was overloading at the tip. The instrument passed electrical continuity testing. Failure analysis investigation concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations at the edge of the distal pulley. Failure analysis investigation concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's pitch cable was found to be frayed at the distal clevis hub. No damage was found at the clevis.